Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient started to be rewarming at 8am but had not come close to target temperature in the arctic sun device. Now they were temperature was dropping lower. The patient temperature was 35.9c, target temperature was 37c, flow rate was 0.25c/hr, water temperature was 24c, water flow rate was 3.1 l/m and 4 pads were connected. They confirmed patient was not shivering, micro-shivering or seizing. Nurse stated that patient was very sedated. Confirmed rewarm box was blinking denoting that the device should be warming. The system diagnostics were outlet monitor temperature (t1) was 24.3c, outlet control temperature (t2) was 24.5c, inlet temperature (t3) was 25.1c, chiller temperature (t4) was 4.3c, water flow rate was 3.1 l/m, inlet pressure was -7psi, circulating pump command was 76% mixing pump command was 20%, heater was 0, water reservoir level was 4 system hours 5249.6, pump hours was 4715.8. The nurse provided (sn# (B)(6)). Explained device showed heater was not engaged which confirmed device was indeed cooling. Nurse stated that they were going to swap out to another device and send this one to biomed. During the second call, nurse stated that they have swapped out units, but arctic sun device still seems like it was not warming the patient (sn# unk). The patient should have originally been at target temperature was 37c at 8am this morning. The device swapped out at 3:30pm. Nurse checked diagnostics and heater on this device was not on either even though they confirmed patient was on the rewarm side of hypothermia. Nurse changed therapy selection to normothermia and now device finally seems to be warming. The patient temperature was 36.3c, target temperature was 37c, water temperature was 38.2c, flow rate was 0.25c/hr, water flow rate was 3.5 l/m and 5 pads with excellent coverage. Nurse denied any shivering, micro-shivering or seizure activity. The bair huggers were in use and trend had been thermoneutral all day. Advised if water temperature stayed on the higher side for several hours, they may get alert about extended exposure to warm water which was a remind to do skin checks according to their protocol. Advised to call with any alerts or alarms or questions, but device appeared to be working appropriately.

Event description:
It was reported that the patient started to be rewarming at 8am but had not come close to target temperature in the arctic sun device. Now they were temperature was dropping lower. The patient temperature was 35.9c, target temperature was 37c, flow rate was 0.25c/hr, water temperature was 24c, water flow rate was 3.1 l/m and 4 pads were connected. They confirmed patient was not shivering, micro-shivering or seizing. Nurse stated that patient was very sedated. Confirmed rewarm box was blinking denoting that the device should be warming. The system diagnostics were outlet monitor temperature (t1) was 24.3c, outlet control temperature (t2) was 24.5c, inlet temperature (t3) was 25.1c, chiller temperature (t4) was 4.3c, water flow rate was 3.1 l/m, inlet pressure was -7psi, circulating pump command was 76% mixing pump command was 20%, heater was 0, water reservoir level was 4 system hours 5249.6, pump hours was 4715.8. The nurse provided (sn# (B)(6)). Explained device showed heater was not engaged which confirmed device was indeed cooling. Nurse stated that they were going to swap out to another device and send this one to biomed. During the second call, nurse stated that they have swapped out units, but arctic sun device still seems like it was not warming the patient (sn# unk). The patient should have originally been at target temperature was 37c at 8am this morning. The device swapped out at 3:30pm. Nurse checked diagnostics and heater on this device was not on either even though they confirmed patient was on the rewarm side of hypothermia. Nurse changed therapy selection to normothermia and now device finally seems to be warming. The patient temperature was 36.3c, target temperature was 37c, water temperature was 38.2c, flow rate was 0.25c/hr, water flow rate was 3.5 l/m and 5 pads with excellent coverage. Nurse denied any shivering, micro-shivering or seizure activity. The bair huggers were in use and trend had been thermoneutral all day. Advised if water temperature stayed on the higher side for several hours, they may get alert about extended exposure to warm water which was a remind to do skin checks according to their protocol. Advised to call with any alerts or alarms or questions, but device appeared to be working appropriately.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, a potential root cause for this type of failure could be inadequate pharmaceutical delivery. However, there was insufficient information to confirm this potential root cause. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient and treatment goals, water flow is greater than or equal to 2.3 liters per minute and the patient temperature probe is in the correct place. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.